Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented for a routine follow up appointment, it was noted that the iliac arteries had become aneurysmal bilaterally. The physician extended an endurant ii 162893 to the hypogastric on the patient¿s right side. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: disease progression; bilateral iliac artery dilatation. Conclusions: disease progression; bilateral iliac artery dilatation.